Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequences --> no the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ how many devices demonstrated the alleged deficiency in total? ¿ how many devices demonstrated the alleged deficiency for each lot number provided? Slmjlt: tmmkbm: ¿ when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please confirm that 6 total sutures experienced this issue. If this is not correct, please clarify the qty involved for each lot number. ¿ please confirm what the product deficiency is with each suture. (Example: suture breakage, needle pull off).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture thread broke at the needle's swage. There were no adverse patient consequenses. Additional information was requested.